Event description:
Physician was attempting to use amphirion deep pta balloon during patient treatment. There were abnormalities reported in relation to anatomy. Patient required angioplasty. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. An inflation device was used for balloon inflation. A mixture of contrast and saline was used for inflation fluid. A balloon burst during first inflation was reported at 8atm. A replacement amphirion deep balloon was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis the customer returned one image. The image shows a balloon. There appears to be biologics in or on the balloon. There is no evidence of a burst on the balloon. Product analysis a visual inspection of the returned device found a longitudinal burst along the full length of the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.